Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that the patient faced infusions set cannula tube twisting during the night as the patient sleeps. Patient suffered from dementia. No further information available.